Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed following visual inspection. Method and results: device evaluation and results: visual inspection: the returned metal head showed signs of discoloration on the articulating surface. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was confirmed to be in the scope of an existing CAPA. The CAPA concluded the packaging foam is the source of the discoloration.

Event description:
It was reported that the surgeon noticed discolouration of the femoral head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon noticed discolouration of the femoral head.